Event description:
User experienced erroneous urine bun results. One patient sample generated a result of 651 mg/dl which was displayed on the data monitor, but a results of 3 mg/dl was sent to the laboratory information system. The user repeated the sample and generated a result of 663 mg/dl which was displayed on the data monitor, but a result of 3 mg/dl was again sent to the laboratory information system. The same sample repeated on another analyzer generated a results of 641 mg/dl. Erroneous result was reported. No information was provided to determine if patient was adversely affected. If additional information is received, appropriate notification will be provided.